Event description:
It was reported that pump declared altitude alarm 21 while insulin delivery was suspended, and issue did not cause customer¿s blood glucose to exceed reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by support to gently clean speaker holes with soft brush and lint-free cloth, remove and reconnect cartridge, and attempt to resume insulin, but insulin could not be resumed after waiting as directed. Customer was then instructed to load new cartridge and resume insulin, but altitude alarm recurred within minutes, so customer was advised to wait two hours for possible moisture to evaporate and await follow-up from support, with no additional outcome information available at time of report.